Event description:
It was reported that an attempt was made to place the guide wire through a difficult lesion in the om. During a withdrawal attempt, the tip separated. A snare device was unsuccessful in retrieving the separated tip, and it remains in the distal om.